Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out of the inhaler (device) [product delivery mechanism issue]. Medication was not coming out of the inhaler (device) but on the dose counter window it was showing 60 as reading [device information output issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue, device information output issue and no adverse event in a male patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-jun-2026, amneal pharmaceuticals received information from the patient¿s mother via a telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date of 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, lot number: ai25020, expiration date: oct-2027) (frequency, dose and therapy dates not reported) via inhalation use for unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the consumer received sealed mediation from his pharmacy and on an unknown date on (B)(6) 2026, he started using the medication. On an unknown date on (B)(6) 2026, he observed that medication was not coming out of the inhaler (device) but on the dose counter window it was showing 60 as reading. Further she confirmed that consumer followed all the instructions for use provided in the pi as well he followed all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, device information output issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue, device information output issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue, device information output issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.